Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok keypad button was under-responsive and the keypad was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/30/2015 with the following findings: the keypad cover was found to be peeling off the pump. The complaint of the ok keypad button¿s under-response was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and there was no contamination found under the button contacts. Unrelated to the complaint, investigation revealed a dim, fading and discolored display.